Manufacturer narrative:
An event of the mild paravalvular leak, heart block and valve under expansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However, a review of one image received from the field was performed and revealed that the calcium appears to be distributed across the three leaflets with more calcium concentrated on ncc leaflet. Calcium shown on each leaflet is towards on the free edges. Calcium on other areas around the valve were unable to be assessed. Based on the information and imaging received, the cause of the reported incident and whether the calcium distribution could contribute to under expansion or conduction disturbance could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instructions for use, to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm (implant depth of <3mm could increase risk of embolization).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: eu1625 - 0108, (B)(6) it was reported that on (B)(6) 2023, a 29mm navitor valve was implanted using a flexnav delivery system in a transcatheter aortic valve implantation (tavi). The patient had the following annular dimensions, perimeter of 83.6mm, area of 543.1 mm^2, minimum diameter of 24.2mm, maximum diameter of 28.3mm, mean ascending aortic diameter of 32.9mm, and an eccentricity ratio of 0.85. The patient was in sinus rhythm pre-implant. There was sufficient calcium to allow sealing, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. A pre-implant balloon valvuloplasty was performed with a 22mm non-abbott balloon. After the valve was deployed, the patient had a first degree atrioventricular (av) block and left bundle branch block. The valve was fully implanted without deployment difficulties. The final implant depth was 15mm at the non-coronary cusp (ncc) and 13.1mm at the left coronary cusp (lcc). The valve had underexpansion, and there was notable anatomical or tissue/calcium interference affecting expansion of the valve. A post-implant balloon valvuloplasty was performed with a 23mm non-abbott balloon and a 25mm non-abbott balloon. On transthoracic echocardiogram (tte), it was shown that there was a mild perivalvular leak (pvl). After the procedure, the lbbb was still present, but no intervention was required or performed. The patient's calcifications were believed to be the cause of the 29mm navitor valve's non-uniform expansion. On 10 november 2023, the patient developed anemia and required a blood transfusion. On 21 november 2023, the patient had a transient ischemic attack (tia) with dysarthria and hyposthenisa of left upper extremity which lasted about 15 minutes. No treatment was required for the tia. The patient was reported to be hospitalized and stable.